Manufacturer narrative:
Integra has completed their internal investigation on march 3, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device: a visual inspection found no visible. Physical damage or evident burnt components. The unit powered "on" and the lamp immediately ignited. The mlx was left powered "on" for 15 minutes and no smoke was observed. Conclusion: performed as designed; no smoke observed. The complaint was unconfirmed as the reported issue was not duplicated. DHR review: nonconforming product report / nonconforming material report history: none; variance authorization / deviation history: none; engineering change order / manufacturing change order history: none; corrective action preventive action history: none; health hazard evaluation history: none; repair history: repair number (B)(4) issued january 31, 2017. Complaints history; a two year look back found (B)(4) complaints for item 00mlx, there were (B)(4) complaints that had a failure related to ¿smoke¿. Conclusion: the returned mlx light source presents with user labeling, no visible physical damage or evident burnt components. The unit powered "on" and the lamp immediately ignited. The mlx was left powered ¿on¿ for extended testing, no smoke was observed. The complaint report of ¿the lamp got smoke¿ was not duplicated; unconfirmed. The unit was updated and will be returned to the customer.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the lamp got smoke. No patient contact or injury and the event did not lead to surgical delay. No further information available.